Event description:
It was reported that during a pneumonectomy, at the pulmonary vein stapling, the instrument did not staple properly (only 3 staples released) but did cut. The atrium was cut. The surgeon used manual suturing to complete the case, which extended the procedure more than one hour. There was a longer hospitalization for the pt.